Manufacturer narrative:
The report 3008988055-2025-00008 is being amended to add the correct the FDA coding for investigation findings and conclusions.

Manufacturer narrative:
This submission does not constitute a determination or admission that the device has malfunctioned or that the device was related to a death or injury. Device was discarded by user and is not available for evaluation.

Event description:
It was reported: "on (B)(6) 2025, (B)(6) (united states) was removed a motion hybrid wire guide from acmi semi rigid scope the coating sheared off the inside of the patient which caused a significant delay because the pieces needed to be basketed out of the patient. The procedure was a ureteroscopy with laser lithotripsy. It's unknown if all the all pieces of the coating were able to be removed."